Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The recipient has no auditory performance with the device. The child was observed for 2 months, however, the hearing benefit did not improve. Further proceedings are unknown despite requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no auditory performance with the device. The recipient was observed for 2 months, however, the hearing benefit did not improve. Further proceedings are unknown.